Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that one of the stents encountered resistance at the hub when it was pulled back for retrieval. It was then found that there was a break on the distal end between the stent and the delivery guidewire when pulled back to the y valve. All broken segments of the pushwire were removed from the patient. The patient was undergoing surgery for ischemic stroke at the basilar artery using double stent thrombectomy. Nihss score was 14 baseline and 4 post procedure, with a tici of 2a baseline and 2b post procedure, and an 8h stroke onset reperfusion time. The iva tpa was not contraindicated and 2 passes were done with the device, and the vessel tortuosity was moderate. The devices were prepared as indicated per the IFU. There were no patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solitaire fr pushwire (model: sfr-6-30; lot: a437604) was returned for analysis within a shipping box; within a plastic re-se alable pouch and within a dispenser coil. The stent was found to be not attached to the pushwire. The reason for the stent not returning was not provided. The marker coil was examined, no issues or irregularities were observed. The length from the distal edge of the tack weld to the distal end of the marker coil was measured to be 26.5mm which is within specification (specification per (B)(4) 27mm ± 1). The pushwire proximal broken end was not visible from the distal end of the marker coil. The outer shrink tubing and marker coil were removed. The pushwire was found to be separated at the tack weld within the marker coil. No other anomalies were observed. The pushwire broken end will be sent out for sem analysis. Based on the device analysis, the customer¿s report of ¿separation¿ was confirmed as the stent was found to be not attached to the pushwire. However, the customer¿s report of ¿resistance during retrieval¿ could not be confirmed. If information is provided in the future, a supplemental report will be issued.